Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a defective upstream occlusion (uso) sensor and a failed downstream occlusion (dso) sensor. This was validated through the dso/uso sensor test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso sensor and dso sensor, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair validated through dso/uso sensor testing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was failed downstream occlusion (dso) calibration. The event occurred during testing, and there was no patient involvement.